Event description:
Nurse was getting ready to hang fluids. When blue covering removed from section that goes into pump, bottom part came loose. She "thought" she saw another small piece come off but couldn't find it. Not used on a patient-never primed with fluid.